Event description:
The advocate stated his mother received a blood glucose reading of 33mg/dl on the contour next ez, re-tested on a different meter and the reading was 334mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Strip information was not provided. The strips were not expected to be returned for evaluation at the time of the call. Product was not replaced.